Event description:
It was reported that the patient had a follow up in clinic on (B)(6) 2024 and device and lead measurements were within range. On (B)(6) 2025 pacing lead impedance and capture thresholds were higher than the normal range on the right ventricular (rv) lead. A chest x-ray was performed and showed evidence of twiddler's syndrome. A week later, it was found that the rv lead had pulled back further. The patient experienced some stimulation in the neck and chest as the rv lead migrated further up. The patient's implantable cardioverter defibrillator (ICD) appeared to migrate down slightly but may have also flipped based on how many turns the rv lead was wrapped around itself. On (B)(6) 2025, the rv lead was explanted, a new rv lead was implanted, the ICD was placed back in the same pocket and a retention hole was used to sew the ICD to the fascia to prevent further movement as had been performed by the previous implanting physician, thought the suture had snapped as a result of twiddlers. There were no reported patient consequences.